Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 20 or 25 mg/ml morphine at a dose of 3.1 mg/day via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported that the patient had a fusion done in (B)(6) 2016 and did not know if the doctor cut the catheter or if it was kinked. The patient stated that in (B)(6) 2016 the doctor fixed the catheter. No symptoms were reported. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.